Event description:
It was reported that during a pulse field ablation (pfa) procedure using a faradrive sheath, after the faradrive sheath was advanced over the guidewire into the left atrium, the dilator and guidewire were withdrawn, and a farawave catheter was introduced. A syringe aspiration was performed through the transparent segment of the sheath to remove air bubbles inside the sheath and prevent air embolism. However, during aspiration, air bubbles continuously emerged from the infusion line at the distal end of the sheath, and it was not possible to fully remove the bubbles. The operator suspected a leak in the hemostasis valve at the distal end of the sheath. To confirm this, the hemostasis valve was fully submerged in a container filled with heparinized saline, and aspiration was repeated. At this point, all air bubbles were successfully aspirated, confirming that the leak originated from the hemostasis valve. It was noted that no air seen in patient. After completing the aspiration, the operator proceeded with the procedure using the same sheath and the procedure was successfully completed. No patient complications were reported. The device is not expected to return for laboratory analysis.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.